Event description:
Infection was reported. The lead was removed and returned to the manufacturer. No further patient complications havebeen reported as a result of this event.

Event description:
It was reported the patient developed an infection. The lead was removed and returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694765, implanted: (B)(6) 2008; product ID d334trg, implanted: (B)(6) 2012; product ID st-jude-lead, implanted: (B)(6) 2008.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.